Event description:
Boston scientific received information that this patient received inappropriate shock treatments for atrial fibrillation (af) with rapid ventricular response. The inappropriate shocks never exhausted therapy and critical therapy was available to the patient. The physician reprogrammed the device for therapy optimization and will continue to monitor. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.